Manufacturer narrative:
(B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same the date. Returned to manufacturer. The reported sasuke dual lumen catheter was returned for evaluation. Tearing of the outer shaft tube was confirmed on the returned sasuke. Between torn ends of the shaft tube, two core wires and elongated inner tube were exposed. Microscopic observation of the shaft tube found that ductile tearing occurred at the welded joint of proximal and mid tubes by tensile stress. The proximal part of the tip and the distal part of the shaft tube were found crushed. Tip separation was not confirmed. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely caused the observed tearing of the shaft tube. The applied stress would localize and therefore exceed the product design limit when the tip was being caught by the concomitant balloon, resulting tearing of the shaft tube at the welded joint. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: precautions: this product must be manipulated while checking this product's motion under high-resolution x-ray fluoroscopy. In addition, if any resistance is felt during the manipulation of this product, interrupt the manipulation, and check the cause under high-resolution x-ray fluoroscopy. Malfunction and adverse effects: damage.

Event description:
It was reported that an asahi sasuke dual lumen catheter became trapped by a non-asahi balloon during a percutaneous coronary intervention (pci) to treat a 99% stenosis in segments #7-8 of the left anterior descending artery (lad). Sasuke was used to deliver two guide wires: one in the lad and the other in a side branch of the lad. To perform kissing balloon technique (kbt), sasuke was removed when it was found the tip was trapped by the non-asahi balloon. The balloon was deflated to remove sasuke. Kbt was performed after removing sasuke to complete stenting. Pci was successfully completed with reestablished blood flow. There were no adverse patient effects associated with this event.